Event description:
It was reported that the user was using the arctic sun again semi regularly and apparently at the weekend. One of the nurses had put it onto a patient and set it to 36.5c. The user used it for a while and all was fine then wanted to give the patient a break so switched the device off. Before restarting the treatment the nurse double checked all the settings (still set to 36.5) and turned it back on. In an hour or two hours later the nurse noticed that the patient temperature had dropped significantly. After checking with 3 different temperature probes the nurse realized that the patient was just above 35.1c. Per follow up via ibc on 21may2021 it was stated that the therapy could not be completed on the device as the temperature was not getting above 35.1c.

Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. The root cause of the reported issue could not be determined. During the evaluation the device passed all the tests with no faults were found. An electrical safety test was performed on the arctic sun 5000 system. The arctic sun 5000 system was calibrated and evaluated. The device was found to function in accordance with manufacturer specifications. It was unknown whether the device was influenced by the reported failure however the device had met specifications during the evaluation. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The labeling review was not required due to the reported issue was unconfirmed. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was now using the arctic sun again semi-regularly and apparently at the weekend. One of the nurse had put it onto a patient and set it to 36.5c. The user used it for a while and all was fine then wanted to give the patient a break so switched it off. Before restarting the treatment, the nurse double checked all settings (still set to 36.5) and turned it back on. In an hour or two hour later, the nurse noticed the patient temperature had dropped significantly. After checking with 3 different temperature probes, the nurse realized that the patient was just above 35.1c now. Per follow up via ibc on 21may2021, the therapy could not be completed on the device as the temperature was not getting above 35.1c.